Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacture's final investigation results. Based on the results of the investigation, the peeled adhesive was likely caused by stress of repeated use, external factors or handling of the device; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions for ltf- s300-10-3d operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited a peeled adhesive on the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.